Event description:
(B)(4) it was reported by the consumer that the 9tpz mechanical wheelchair does not suit her needs, and alleged that the unit is too narrow, causing her legs going numb, and the sides were scraping her legs. There was no serious injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9tpz, serial number/date code is unknown. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.